Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040762) on 26-may-2015. The most recent information was received on 08-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain lower ('severe abdominal pain on weekly basis / lower abdominal pain') and acute myocardial infarction ('non-st-elevation myocardial infarction, heart attack') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, dizziness, shortness of breath, myocardial infarction, hypertension, dyslipidemia, pre-diabetes, hyperlipidemia, fibroids, cervicitis cystic, adenomyosis, endometrial ablation and carpal tunnel decompression. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced acute myocardial infarction (seriousness criterion medically significant) with stress. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant) with fatigue, allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), back pain ("back pain"), rash ("rash"), abdominal distension ("severe bloating"), dysmenorrhoea ("painful menstruation cycles"), anxiety ("anxiety") and mood altered ("mood changes"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, acute myocardial infarction, allergy to metals, alopecia, back pain, rash, abdominal distension, dysmenorrhoea, anxiety and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acute myocardial infarction, allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, mood altered, pelvic pain and rash to be related to essure. The reporter commented: initially (in 2015), reporter stated she as time passed had developed serious side effects that have caused her severe abdominal pain on weekly basis; it had become so severe that she was losing time on her job, she was to urgent care twice within the past four months; the pain was so severe she could not sit, she was developing back pain as well, and started to notice a rash and hair loss shortly after the surgery. She was very dissatisfied with essure and would like to know if it could be reversed. The only option she was given was to have a hysterectomy. In follow up via lawyer, patient reported status post total laparoscopic hysterectomy and bilateral salpingectomy due to long history of chronic pelvic pain. Patient underwent surgical procedure without complication. Diagnostic results (normal ranges are provided in parenthesis if available): catheterisation cardiac - on (B)(6) 2017: normal coronary arteries non-obstructed. Normal lv function. Elevated left ventricular end diastolic pressure. Computerised tomogram thorax - on (B)(6) 2018: asymmetric left upper lobe multiple semisolid ground glass nodular parenchymal opacities three to six month follow up is recommended. Fibrin d dimer - on (B)(6) 2017: increased. Laparoscopy - on (B)(6) 2018: cervix/endocervix: chronic cystic cervicitis. Endometrium: attenuated glands and decidualized stroma suggestive of exogenous hormone use. Myometrium: adenomyosis. Serosa: benign. Bilateral fallopian tubes: no significant histopathologic abnormality. Gross description: right fallopian tube: tan-purple, fimbriated, 5.0 x 0.7 cm. Inserted into the proximal aspect of the fallopian tube segment is a coiled portion of metal consistent with the essure contraceptive device. Left fallopian tube: tan to tan-purple, 5.5 x 0.4 cm. Inserted into the proximal aspect the fallopian tube segment is a coiled portion of metal consistent with the essure contraceptive device. Troponin - on (B)(6) 2017: increased: 1.5. Ultrasound scan - on (B)(6) 2018: fibroid uterus. Unremarkable ovaries and adnexa. Essure contraceptive device by history ultrasound cannot confirm proper position. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 8-jul-2019: this record was detected to be a duplicate to record (B)(4) (medwatch 3500a MFR number 2951250-2019-03358) from which all information will be transferred to this record ((B)(4)), then duplicate record (B)(4) will be deleted. New: report via lawyer (new reporters), patient's age, birth date added, medical history added (prev: none reported), treatment drug: aspirin. Essure insertion date specified, new events (serious pelvic pain, myocardial infarction, abdominal distension, allergy to metals, anxiety, dysmenorrhea, mood altered). Essure was removed. All events were considered related to essure by reporter. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.